Event description:
During a cataract extraction procedure, the pt experienced a severe corneal burn. This phacoemulsification handpiece was being used with a microflow (dp8230) needle. This handpiece and needle had been used for three cases prior to and two cases after this event. The burn was not noticed until the handpiece and needle were removed from the eye. The physician put in one "x" suture and one single suture and there was still slight wound leakage and corneal striations (wrinkles in the cornea caused by the burn). A foldable intraocular lens was implanted.